Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(4) 2017, product type: extension; product ID: (B)(4), implanted: (B)(4) 2017, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the extension was bowstringing in the neck and it seemed to be very tight from the skull down to the device pocket. No contributing factors were known. It was reported the impedances looked normal. The doctor was considering revising the scar tissue sheath, which the extension had created down the neck so that the patient was more comfortable. This was a surgical intervention, which wouldn't require replacements of any implants. The issue wasn't resolved at the time of the event. The patient was to have a follow up appointment on (B)(6) 2018. No further complications were reported as a result of this event.